Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found drawer 5 in the main cabinet was difficult to open, with ball bearings falling out. The fse replaced both side rails, reseated all cables and wires, and rebooted the system. Operation was verified in the hardware test application, and the test was completed successfully. The application was launched, and an escort was able to access pyxis without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 produced a clinking sound and does not open smoothly. The customer had to manually pull the drawer open, and it appeared that the drawer rails may be worn or in poor condition, affected normal operation. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.